Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. The numbers do not ramp up on their own or scroll bar moving with no input.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. The customer was entering the blood glucose readings and carbs, but the numbers kept scrolling on their own. It was also stated that they took the battery out and back in. No significant events leading to the keypad issues were observed. The blood glucose reading was 7.3 mmol/l. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.